Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd safetyglide¿ needle, the needle was defective. The following information was provided by the initial reporter: we received a call from our customer requesting to return your item. She was asked to return item 305916 for having defective lot numbers.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that while using a bd safetyglide¿ needle, the needle was defective. The following information was provided by the initial reporter: we received a call from our customer requesting to return your item. She was asked to return item 305916 for having defective lot numbers.